Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device did not detect any holes. Functional testing involved a leak test and found that a leak was detected in the cuff. A review of testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed for the given part number and found no discrepancies. Functional testing of 32 device samples was performed and did not detect any deflated cuffs. Based on the evidence, the complaint was confirmed and the root cause was unable to be determined.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. It was reported that the incident occurred in early (B)(6) 2017; however, the exact date is unknown.

Event description:
It was reported that during after two days of patient use an air leak was observed in the portex® blue line ultra® suctionaid® tracheostomy tube cuff. The reported tracheostomy tube was replaced and the event was reported as resolved. According to the reporter, tracheostomy tube cuff was tested prior to use and no leak was observed. It was reported that no patient injury occurred.